Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold. This right atrial (ra) lead was abandoned surgically. Additional information received indicated that high threshold was already known during the implant of the patient's previous device. No additional adverse patient effects were reported